Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Exercised collimator throughly, instructed operator to fully open and close the collimator occasionally to ensure smooth operation if it is not used on a regular basis. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had intermittent collimator errors. There was no adverse patient involvement reported. There was no patient information reported.